Event description:
A malfunction was reported, identified by code malf 12, but no notable events occurred beforehand. It was unknown if the issue affected the customer's blood glucose level, as the customer declined to answer relevant questions. Technical support provided information on resetting the pump and assisted the customer with this process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump.